Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons not comfortable- vagina [vulvovaginal discomfort] sticking to me inside- tampon [device physical property issue] pulling cotton out shredding a little- tampon [device breakage] case narrative: consumer reported via email that the tampons were shredding. No serious injury was reported.